Event description:
The hospital reported during the procedure, indicated issues with cord not giving energy. Switched cords and case went smoothly. The procedure was completed with a new cord. A delay was reported to get a new cord. There were no patient injury or harm reported.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 01/28/2025. An investigation was conducted on 02/17/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the returned cable. Both connectors were observed to be intact. A mechanical evaluation was conducted using a reference adaptor, power supply and hemopro 2 device. The cable was able to be connected to the adaptor with no physical or visual difficulties. The reference harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh reference tool produced steam and heat. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The reference device successfully transected tissue four (4) times. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.